Event description:
The device advanced the first t correctly. The second t advanced but the wire inside was too short to push the implant all the way to the tip, therefore, it could not deploy. The first t remains left unsupported in the patient.

Manufacturer narrative:
Device has been returned for evaluation. No conclusion can be drawn at this time. Please refer to CAPA.